Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22ga 1.00in y had foreign matter. The following information was provided by the initial reporter: it was reported that both the outer packaging and needle itself had contaminants on them.

Event description:
It was reported that nexiva 22ga 1.00in y had foreign matter. The following information was provided by the initial reporter: it was reported that both the outer packaging and needle itself had contaminants on them.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 1011111, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed that there was a piece of black foreign matter present below the tip of the catheter. Based off the provided photos the engineer was able to verify the reported defect. However, without a physical sample available for investigation or a sample of the foreign matter the engineer could not identify what the foreign matter was or where it originated from. Additional testing is required to make these determinations.